Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 801 module. The initial result from the primary sample was 453 iu/l. This result was reported outside of the laboratory. On (B)(6) 2018 the primary sample was repeated and the result was 1.30 iu/l. The freezer sample was also repeated with a result of 0.200 iu/l with a data flag. The repeat results were believed to be correct as the patient is not pregnant. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 329456 with an expiration date of 31-aug-2019. Calibration signals were slightly lower than expected. Qc results were acceptable. No issues were identified in the pre-analytical data that was provided. An abnormal aspiration alarm was observed on the alarm trace from the day of the event. The field service engineer (fse) last performed preventive maintenance on 03-may-2018. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.